Event description:
It was reported by a sales rep that, during an unknown orthopedic surgery, the specific date and time is unknown and topical skin adhesive was used. It seems that over a year ago, the doctor got slightly injured when a glass ampoule protruded while using the product during surgery. The extent of his injuries is unknown, but the doctor said it wasn't serious. No sample will be returned. Further details are not provided.

Manufacturer narrative:
Product complaint (B)(4). Additional information: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information provided: there was no report that the surgeon became seriously ill or an infection occurred. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure date? What was done to treat the shard penetration? Was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the surgeon injury today? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Can you identify the lot number of the product that was used? Please provide the source or name of person providing answers to follow-up questions: no product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.